Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the device was fractured near its hub. Probable cause of this damage may be due to forceful handling of the device during the procedure. It was reported that the physician was torquing the cat7 a lot during the procedure. If the cat7 is gripped at its hub, and the device is forcefully torqued, the device may kink and fracture. Further evaluation of the cat7 revealed kinks on the mid-shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), a non-penumbra guide sheath, a rotating hemostasis valve (rhv) and a guidewire. During the procedure, the physician advanced a non-penumbra guide sheath up and over the aortic bifurcation by using the guidewire and gained access to the target location. After making multiple passes using the cat7, the physician removed the cat7 to flush it and then attempted to re-advance it over the same guidewire; however, the cat7 would not advance and let the guidewire exit the rhv. Therefore, the rhv was removed; however, the guidewire still would not come out of the hub of the cat7. The physician then noticed that the hub of the cat7 was almost separated from the cat7. Therefore, the cat7 was removed from the patient and the hub of the cat7 broke off on the back table. It was reported that the physician was torquing the cat7 a lot during the procedure. The procedure was completed using a new cat7 and the same sheath. There was no report of an adverse effect to this patient.